Manufacturer narrative:
The 510 (k) # is k053529. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/ patient contacted lfs on (B)(6) 2011 alleging inaccurate high readings on their one touch ultra 2 meter. The patient mentioned that at an unspecified date and time a year ago, she obtained an allegedly high reading compared to another meter less than 30 minutes from one another. She does not recall the results on either devices, since the readings were done over a year ago. The patient had developed symptoms of feeling shaky; however, does not remember if the symptoms occurred before or after testing on her lfs meter. Due to the alleged symptoms, the patient self-treated with food/drink. She did not seek any further medical attention or contact her physician for assistance. The test strips had not been opened longer than the expiration date. The test strip vial was not cracked or broken. A quality control test was not done since the patient did not have any control solution. The technique of applying blood on the test strip was correct. The product was replaced although the alleged issue happened over a year ago and results were not provided on either devices, the complaint is being reported since the patient alleged that due to the alleged high reading on the ultra 2 meter, she developed symptoms and had to self-treat with food/drink.